Manufacturer narrative:
The investigation determined that the service action resolved the issue, and the customer has not reported any additional issues.

Manufacturer narrative:
The reagent lot numbers and expiration dates were not provided. A field service engineer (fse) replaced the sodium, chloride, potassium, and reference electrodes. He replaced the internal standard, diluent, and reference solutions, cleaned up dried reagent buildup in the ion selective electrode compartment, and replaced syringe seals, pinch and sipper tubing. He verified the tension lever and completed checks and calibrations that passed. The customer completed qc and a 21-cup precision check that both passed. The investigation is ongoing.

Event description:
There was an allegation of questionable sodium electrode results from the cobas 4000 c311 stand-alone system. The sample (B)(6), initial result was 149 mmol/l, and the repeat result was 141 mmol/l. The sample (B)(6), initial result was 147 mmol/l, and the repeat result was 140 mmol/l. The sample (B)(6), initial result was 147 mmol/l, and the repeat result was 137 mmol/l. The sample (B)(6), initial result was 146 mmol/l, and the repeat result was 139 mmol/l. The sample (B)(6), initial result was 147 mmol/l, and the repeat result was 137 mmol/l. The questionable results were repeated because the physician questioned one result, and the others were found during a lookback. The repeat results are from a different lab, repeated on roche analyzers, and were deemed to be correct.